Manufacturer narrative:
Complaint no: (B)(4). Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was returned to baxter healthcare for further investigation. A review of the event history log revealed no failure, malfunction or increased intraperitoneal volume events that could have caused or contributed to the reported problem. Internal and external visual inspections were performed and no problems were revealed. There was no evidence of fluid moisture found within the device. The device passed functional and electrical testing. The pneumatic system was analyzed and all pressures were correct and stable. A short simulated therapy was performed and completed successfully. Analysis of the device found no failure or malfunction that could have caused or contributed to the reported problem. A review of the service history revealed no previous service events that would cause or contribute to the reported problem. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient passed away due to cardiac failure coincident with automated peritoneal dialysis (pd) therapy. It was reported that the patient passed away at home, and was not hospitalized prior to death. Treatment was not reported. Automated pd was ongoing at the time of death, and the patient was connected to the homechoice at the time of death. It was reported that there were no events of peritonitis right before patient death. It was unknown if an autopsy was performed or death certificate was available. No additional information is available at this time.